Event description:
At the time of opening the equipment, traces of cement were found on the definitive impactor of the femur and upon reviewing the homman separator it was observed that it belonged to another commercial company.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "at the time of opening the equipment, traces of cement were found on the definitive impactor of the femur". The product was not returned to depuy synthes, however photo was provided for review. See attachment ¿source file novedad colsubsidio roma colectivo 443507¿. The photo investigation revealed that unk knee impactor shows signs of foreign substance on it which is most likely to be cement from previous case. The observed condition is likely due to improper cleaning/sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk knee impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.